Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was the caller requested a refresher on how to use the external equipment to turn therapy on if the therapy were to ever turn itself off. Agent reviewed requested information. The caller mentioned a historical event which occurred in 2012. The caller stated that the patient was on an airplane and as they were putting their luggage in an overhead bin the patient felt a zap like a shock and the ins turned off. The patient did not bring their programmer with them so they were unable to turn the ins back on. The caller said the patient couldn't hold a wine glass still for 3 as a result of the tremor. The caller said the patient finally got their programmer after several days and were able to turn the ins back on. The caller said the patient was fine once the ins was turned on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.